Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the patient¿s catheter and pump were intact by confirming with x-ray. The hcp did not think vibration was a result of pump but probably muscle spasms. Per this reporter knowledge the issue was thought to be resolved as she had not heard any more regarding the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a fall the day before the report landing on their left hip. The patient¿s pump was implanted on the right side of the patient¿s abdomen. Since the fall "he's had a vibrating feeling in his hip" on the opposite side of his body from the pump. Per the reporter the patient "feels like maybe the catheter pulled out" and that was why he's experiencing this sensation. The patient had had no interruption in pain control, was not going through withdrawal but had this "constant vibrating feeling." Additional information has been requested, but had not been received as of the date of this report.